Manufacturer narrative:
During further troubleshooting, it was identified that there could be air bubbles in the tubing, luer lock can be loose and insulin can be compromised as it was left on a luggage for four days.

Event description:
Received information stating patient was experiencing high bg's of (500 ml/dl).